Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt261412/8383461, pxc121400/8430083, pxc201000/7864191, pxl161207/8055243, pxa260300/8092779) to repair an abdominal aortic and bilateral iliac artery aneurysms. It was reported that the patient's one lung did not function properly but was not resected at the time of the initial procedure. After deployment of all the devices, as an angiography revealed a proximal type I endoleak, an aortic extender component (pxa260300/8350990) was implanted for repair. Another angiography revealed that the endoleak slightly remained, and therefore a bare metal stent (palmaz) was deployed for additional sealing. However, during ballooning to the bare metal stent, it was noted that it moved proximally to the descending thoracic aorta. Several attempts to move down the stent to the intended position failed and therefore it was left in the descending thoracic aorta without any adverse event reported. After ballooning to the proximal neck, as another angiography revealed a type iii endoleak from the proximal neck, it was repaired with another ballooning to the connection. The final angiography revealed that the endoleaks were resolved, and the patient tolerated the procedure. In (B)(6) 2014 (date unknown), a follow-up CT imaging confirmed aneurysm enlargement due to endoleak of an indeterminate origin. A proximal type I endoleak was suspected since it was confirmed at the time of initial procedure. On (B)(6) 2014, an angiography was performed to determine type of the endoleak, however it could not confirm the type. No additional procedure was performed and monitoring the patient was elected. It was reported that closing the access site used for the angiography, the patient developed respiratory failure. The patient was treated with oxygen inhalation to promote breathing however then expired due to pulmonary embolism. It was reported that at the time of the angiography the patient had only left lung left due to pulmonary tuberculosis.

Manufacturer narrative:
W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.

Manufacturer narrative:
No failure detected; the review of the manufacturing paperwork verified that this lot met all pre-release specifications.